Manufacturer narrative:
Evaluation summary: it was caused due to the ccd cable wear out. This device is not distributed in us so that unique identifer is blank. This device is not marketed in us, therefore 510k is not applicable. Model video naso pharyngo laryngoscope is available in the USA with a 510k number k172156. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured before use. There was no report of patient harm. Delivered on february 26, 2016 (B)(6) 2021- when I connect to the process or and turn on the power, the image is not displayed and noise appears in the entire mask. Exactly the same symptoms as the previous failure. Visited with a substitute after being contacted and exchanged for a substitute.